Event description:
A medtronic representative reported that, while in a spine procedure, the orbic images transferred to the navigation system normally, however, they were unable to see the images during navigation. Contrast was adjusted and the images were still not seen, appearing as if the frame had moved. The surgeon elected to discontinue navigation and a c-arm was used to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.

Manufacturer narrative:
A medtronic representative reported that after the tracker was replaced, the calibration was successful with no further issues. The device was returned to the manufacturer for analysis. The tracker returned good geometry error readings for all faces and tracked normally. The software investigation found that the software functioned as designed. The reported event could not be duplicated by medtronic personnel.